Manufacturer narrative:
Additional information: product analysis observations: no indication regarding the location of set screw implantation in the construct was provided or identified. Microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Node height and morphology of node deformation found to be typical and consistent of full and tightening. Node deformation height (@ center)typical and consistent with bench tested samples. Conclusion: set screw rod interface node height and morphology are consistent with full tightening and engagement of the set screw.

Event description:
Pre-op diagnosis: fracture it was reported that on an unknown date, post-op, the setscrews got pull out and the whole construct was instable. Additional surgery was performed as a result of this event, where those implants ( in total 10 pieces) were explanted. The product did not break.

Manufacturer narrative:
(B)(6). (B)(4). Device is returned to manufacturer but evaluation not yet started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.